Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a possible lead fracture. It was noted that a lead alert was triggered for high threshold measurements. Reprogramming was done to turn the ra lead to pacing and sensing in unipolar. Approximately two months later, manual testing was done, and the lead was not capturing. It was also noted that during the interrogation, the ra lead had high impedance measurements with noise on the atrial channel. The lead was programmed off. No patient complications have been reported as a result of this event.